Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a high out of range shock impedance measurement of 126 ohms. The increase in shock impedance appeared to have been gradual. There was no noise on the electrograms and no shocks delivered. Troubleshooting options were discussed. No actions or interventions have been taken and the physician was electing to monitor the patient. No adverse patient effects were reported. The lead remains in service.